Event description:
A malfunction related to a specific malfunction code was reported. There was no reported adverse impact to customer's blood glucose level. Technical support confirmed the pump replacement, provided necessary instructions for returning the faulty pump, and ensured the customer was informed about the replacement procedure. The customer declined to share the type of backup therapy they would use to ensure insulin delivery continuity. The new pump was sent, and arrangements were made for the return of the defective device.